Event description:
Reporter indicated that vns pt had passed away. Cause of death is not known at this time, although the pt's family indicated that the pt died at thier home from a seizure. No autopsy was performed and the device was not explanted by coroner prior to disposition to funeral home. The pt was implanted approx one month prior to death with stimulation initiated approx two weeks prior to death. It was reported that the pt had been seizure-free since vns implant. Treating neurologist indicated that the cause of death was not related to the vns therapy system. Review of mfg records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.